Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the catheter became stuck on the guide wire. The 100% stenosed target lesion was located in the moderately tortuous right superficial femoral artery (sfa). Utilizing intermittent flushing, the renegade fiber braided microcatheter was advanced over a non bsc guide wire and became stuck. The devices were removed together as a unit. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the catheter was severely kinked/stretched from 64.5cm to 79.5cm. During functional testing an appropriate sized mandrel was inserted through the catheter hub and restriction was experienced 64.5cm from the hub. Pressure was applied to the mandrel, allowing it to pass through the section and exit through the distal tip. Blood also exited the catheter at this point. All dimensions which were measured were found to meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the continuous flush directions in the dfu were not followed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the catheter became stuck on the guide wire. The 100% stenosed target lesion was located in the moderately tortuous right superficial femoral artery (sfa). Utilizing intermittent flushing, the renegade fiber braided microcatheter was advanced over a non bsc guide wire and became stuck. The devices were removed together as a unit. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is good.